Event description:
Terumo medical received the following information: it was reported that the patient receives abilify maintena 400mg injection every 28 days. When they went to give the patient the dose, they could not withdraw the full dose 2ml from the vial, they could only withdraw 1ml. The pharmacist stated that the mixing of the medication went well. She followed all the instructions in the product monograph. However, when she attached the adapter and then the syringe to it, the medication was not drawing up into the syringe. She stated that as per the instructions, there was no air added, hence she did not add any air. She then tried re-doing that step, hence re-inserting the syringe, however the liquid started oozing out from the adapter. She stated she then rushed and was able to draw only 1 ml of the medication, as the rest was probably lost from that oozing. She stated that she still did administer the 1ml abilify maintena injection to the patient. The patient was hospitalized approximately weeks following the injection. The patient was discharged on (B)(6) 2026. Additional information was received on 12-may-2026: the healthcare professional stated that she had no way of knowing if not receiving the full 2 ml was the specific cause of the hospitalization.